Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the image of the gastrointestinal videoscope was blurry. Based on the results of the investigation, the objective lens was chipped causing the blurry image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the image of the gastrointestinal videoscope was blurry. There was no patient involvement.